Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing, low amplitude, muscle noise, and oversensing. Which led to inappropriate shock therapy. Troubleshooting options were recommended. No additional adverse patient effects were reported. At this time, no further information is available and records indicate this system remains in service.